Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's service technician was able to duplicate the reported problem. Review of the ventilator diagnostic log history confirmed a vent inop occurrence due to an exhalation motor error. The service technician replaced the exhalation valve, exhalation motor controller pcb board and main pcb board to address the finding. Performance verification testing was completed and passed per operating specifications.